Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2012 to report that in approximately (B)(6) of 2012, patient began experiencing a rash under the adhesive portion of the sensor. Upon removal of the sensor, the patient's skin appears irritated. The rash heals after a few weeks. Patient's mother consulted physician in (B)(6) of 2012. The physician recommended using skin barriers with the sensors. The patient's mother reports that these have been unsuccessful. At the time of her call to dexcom technical support, patient's mother reports that the patient's rash is healing.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.no conclusion can be drawn at this time.